Event description:
The pt was admitted with a diagnosis of ascending cholangitis. The physician performed an endoscopic retrograde cholangiopancreatography (ercp). During the procedure, a large stone was noted in the common bile duct. The physician performed a sphincterotomy and used a balloon device in an attempt to extract the stone, but this was unsuccessful. The physician then utilized a cook memory soft wire basket to capture the stone. The user could not move the stone and could not remove the basket from the pt. The pt had to be transferred to another facility for intervention.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Impaction of the object with the basket is listed in the web ii memory extraction basket instructions for use a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use for the web ii memory extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary. Prior to distribution, all web ii memory extraction baskets are subjected to a visual and functional eval to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Based on the review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Add'l comments regarding this report. The medical facility provided info regarding this event through FDA's medical device reporting program. Reference (B)(4) for info related to the same event that was provided to FDA by this medical facility.